Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a black screen during inspection before use for an unspecified procedure involving an olympus ultrasound gastrovideoscope. The customer suspected that the cause of the failure is due to an electrical connector issue. There was no patient injury reported.